Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event additional information is provided a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that there is no display on the unit. No patient involvement at the time of the incident.

Manufacturer narrative:
The failure analysis department evaluated the suspect faulty front panel and was able to reproduce the reported event of there being no display and isolated it to a failed liquid crystal display.